Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas pure c 303 analytical unit. The initial result was 151 mmol/l. The repeat result was 140 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) checked and cleaned the dilution vessel, checked the flow path, checked the screw tightness on the sipper nut, and performed an operation check. The investigation is ongoing.